Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 526 mg/dl. Reportedly, the customer was mixing old and new insulin. Tandem technical support educated the customer on proper insulin labeling. Customer administered a correction injection to address the bg. Recommendation was made to consult a healthcare provider in regards to diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: residual insulin remaining in the cartridge is unusable. H3 other text : device not returned.